Manufacturer narrative:
The manufacturer previously reported an issue alleging a bipap device's sound abatement foam became degraded and caused the patient to experience a lung infection. The patient did receive medical intervention in the form of antibiotics. Despite multiple attempts on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused the patient to experience a lung infection. The patient did receive medical intervention in the form of antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.